Event description:
Reference number (B)(4). Event occurred the united states it was reported that the patient faced kinked cannula events on 27-mar-2025. The issues occurred with two similar types of infusion sets used for less than a day. The site was upper buttocks. The symptoms were noticed three or more hours after insertion. The customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR .